Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 1 implanted mitraclip, argatra. The incident information was reviewed; however, analysis of the complaint device could not be performed because the product was not returned. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that in this incident, there is no evidence of device deficiency or malfunction in causing or contributing to the formation of thrombus. It is unlikely the clip itself was causal but was contributory to thrombus formation. The underlying cause for the thrombus formation was the patients pre-existing condition of hit despite the appropriate management with argatra. The patient did not suffer any adverse effects despite the presence of thrombus as the patient was managed medically and the device was removed from the anatomy along with the thrombus. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the thrombus that was seen during use with the mitraclip clip delivery system (cds 10342845/(B)(4)) and considered a serious injury to the patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The patient had history of heparin-induced thrombocytopenia (hit); therefore, argatra was used for anticoagulation instead of heparin for preparation of the mitraclip system and flushing solution of the clip delivery system (cds). Activated clotting time (act) was checked during the procedure, and was approximately 300s. One mitraclip was implanted successfully and the mr was reduced to 1-2. A second clip (10342845/(B)(4)) was inserted and advanced to the position above the mitral valve. A thrombus was then seen in echocardiogram, floating at the tip of the clip. It was decided to abort the procedure. The cds was retrieved successfully into the steerable guiding catheter (sgc), under permanent aspiration. After removal of the sgc and cds, the thrombus was observed at the tip of the clip. No thrombus was visible in the left atrium/left ventricle after the mitraclip system was removed. The patient was in stable condition at the beginning, during and end of the procedure. No additional information was provided.